Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd injector n35-o had leakage between the injector and connection, the following information was provided by the initial reporter: material # 515052, 515070 batch # 2505303, 2502502 verbatim: we ran into an issue here at when using the pharseal optima injector (lot 2505303) and phaseal optima connecter (lot 2502502). The two pieces did not click together to lock. There was a gap between the 2 pieces and when nursing administered methotrexate subcutaneously it started to leak between the two pieces. I have the syringe and phaseal pieces (+ needle) with me for follow up.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: it was reported that the pieces could not click together and a leakage occurred during use. One injector assembled with one connector was provided to our quality team for investigation. Upon inspection, no damage or related defect was observed on the products and the components were verified to fully assemble without issue. Functional testing was performed and liquid moved throughout the system without issue, no disconnections or leakages were observed. A device history review was conducted for injector lot 2505303 and connector lot 2502502. No deviations or non-conformances related to the reported issue were identified during the manufacturing process. All products undergo multiple inspections throughout production to ensure quality and functionality, including attachment and detachment force testing. Testing was performed on the returned products and verified the product met required specifications. Based on our investigation and sample evaluation, no issues were found with the product or lots reported, therefore a root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.